Event description:
It was reported that an increased intraperitoneal volume (iipv) event occurred with a homechoice machine during peritoneal dialysis (pd) therapy, after use. The home patient (hp) stated, the machine alarmed high drain 106 at the end of therapy. The hp stated their drain volume (dv) was 4100ml and normally is 3500ml-3900ml for a 2000ml fill volume (fv). The hp stated they felt fine. The technical services representative (tsr) explained that the alarm is triggered by a drain volume that is twice as high as the fill volume. The hp is on tidal therapy and the total uf is programmed at 100ml. The hp stated his total ultrafiltration (uf) at the end of the treatment is normally around 1600ml to 1800ml. The tsr explained that the programming needs to account for that and advised the hp to call his nurse to review the total uf in the programming. There was patient involvement, but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed if additional information is received.